Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the symptom during the visit, but it was not reproduced during in-house repair. The fse repaired the arterial pressure connector (only adjustment such as cleaning, no parts replacement) were performed. A long-term running test was performed after the repair. The equipment is working well.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units arterial pressure signal may be interrupted. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units arterial pressure signal may be interrupted.